Manufacturer narrative:
Product event summary: analysis confirmed the touch stylus does not work on the programmer; overlay/bezel assembly found out of electrical specification.

Event description:
It was reported the touch stylus does not work on the programmer. Different stylus pens were tried and the service/recovery disc was also ran. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.